Event description:
It was reported that pt under went hip replacement surgery in 2001 (exact date to be confirmed). It was further reported that in 2006 stem fractured which required extensice revision the following day.